Manufacturer narrative:
(B)(6). Investigation summary: a device history review was conducted for lot number 2132762. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: when the nurse injected 09% sodium chloride into the patient after indwelling venipuncture catheterization, leakage was found. The injection was stopped immediately, and the indwelling needle was replaced to perform venipuncture for the patient.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage. The following information was provided by the initial reporter: when the nurse injected 09% sodium chloride into the patient after indwelling venipuncture catheterization, leakage was found. The injection was stopped immediately, and the indwelling needle was replaced to perform venipuncture for the patient.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2132762. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.